Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00496. It was reported that the patient had both leads explanted and replaced on (B)(6) 2019. The reason for the explant was not stated.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00496. It was reported that the lead replacement was due to lead migration. Lead migration was confirmed with x-ray. The patient has effective therapy post operatively.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00496.